Event description:
It was reported that a powerglide pro 20g, 10 cm catheter sheared off while pulling the catheter out after failed insertion attempt, leaving roughly 3 cm of the catheter tip in patient's arm. Patient was brought to ir for x-ray where they found the catheter tip right where we had attempted placement, dr. Plans to remove it tomorrow (B)(6) 2025. Customer reports per the ultrasound view she took, it looked like the catheter was in both the vessel and the tissue but they can't say for sure. It is unknown what happened after the patient was transferred to ir. The patient had to restrict his arm, go to the ir for evaluation. No further information is available.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
Additional information received 10/24/2025: the catheter fragment was in the tissue with no migration. The segment was successfully removed in surgery without complications. No additional intervention necessary.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 20 ga powerglide pro was returned for evaluation. An initial visual observation showed blood residues throughout the returned powerglide pro catheter. The catheter was observed to have a chevron-shaped break along the catheter shaft upon the return of the device. The distal end of the catheter was not returned for evaluation. A microscopic observation revealed a chevron-shaped break site with sharp fracture edges and a shiny fracture surface. The investigation findings were consistent with characteristics of pulling the catheter against the needle bevel. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.